Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. During troubleshooting, it was found that customer had a partial display and drive support cap was sticking out. Customer's blood glucose was 21 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with loose drive support disk and missing segments due to cracked lcd zebra connector. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, a21 error test or verify motor error alarm and off no power test due to missing segments. However, the motor passed motor test. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked reservoir tube lip and missing the end cap sticker.